Event description:
User tested sample barcoded with identification number of (B)(4) for tsh and gave result of 2.50 uiu/ml. A different sample from a different pt, ID number (B)(4), was placed in the same run in a different position on the instrument. The instrument read the barcode for this sample as (B)(4), instead of (B)(4) the sample was tested for tsh and gave result of 1.67 uiu/ml. The samples were both then repeated, this time reading the correct identification number for both pts. The repeat tsh result for sample (B)(4) was 2.05 uiu/ml. If additional info is rec'd, appropriate notification will be provided.